Event description:
A us distributor contacted zoll to report a patient had skin irritation. The patient alleged that the lifevest is rubbing his side and back causing the irritation. The patient reported that he temporarily removed the device due to pain from the irritation. Follow-up indicated that the patient had ended use of the lifevest due to an improved ejection fraction.

Manufacturer narrative:
There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.